Event description:
It was reported that the device leaked during an infusion of zytotoxics through the device. As a result of the leak, the health care professional does not known the amount of medications the pt received. No pt sequelae were reported.